Event description:
The clinician said the patient had good bone and good sinuse height and his tooth had been missing 1 year. The implant was placed in 2006, without movement and removed four months later. The clinician identified the reason for removal as failure-to-osseointegrate resulting from bone quality insufficient.

Manufacturer narrative:
The implant was received with an abutment and abutment screw not attached. The implant was not fractured and was examined under 10x magnification. There were not any thread defects noted. The implant was then compared to a radiographic template (l0250 rev 10/03) and was determined to be a ph4mm x 12mm implant.